Event description:
Blood found to be backing up in central line tubing. Upon further inspection, tpn was leaking out of filter. Filter removed and replaced in sterile fashion with two nurses. While replacing filter, the tubing connected to the filter completely cracked off.